Event description:
The customer reported that the vertical lift motion freezes. It was not moving up or down and turns itself off.

Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use.